Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, after removing the first stone from the bile duct, the physician attempted to adjust the balloon¿s size at the papilla; however, the balloon would not deflate. The physician pulled the device to the duodenum, without deflating the balloon. Another deflation of the balloon was attempted inside the intestines; however, the balloon still failed to deflate. The physician then removed the syringe attached to the balloon and attached a 20cc syringe, which after several attempts successfully deflated the balloon. The balloon was removed out of the patient and the procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed no visible damage on the balloon. Functional analysis was performed; the balloon was inflated and deflated without difficulty. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, after removing the first stone from the bile duct, the physician attempted to adjust the balloon's size at the papilla; however, the balloon would not deflate. The physician pulled the device to the duodenum, without deflating the balloon. Another deflation of the balloon was attempted inside the intestines; however, the balloon still failed to deflate. The physician then removed the syringe attached to the balloon and attached a 20cc syringe, which after several attempts successfully deflated the balloon. The balloon was removed out of the patient and the procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.